Event description:
It was reported that during the creation of a pouch for a one anastomosis gastric bypass (oagb), the surgeon heard a snap during the firing but noted the staples had formed as intended but was unable to return the reload to the neutral position for removal from the peritoneum. With some manipulation, the user removed the trocar and the reload in its articulated position from the patient. The jaws were open but not straight on removal. The device was replaced, and a new shell, handle, and adaptor were assembled and used to complete the case without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot # n5k1715y) sigphandle, sig power sigphandle handle, (serial # (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The articulation flag was bent. Functional testing noted that the reload was loaded into a representative instrument. The reload was able to be articulated and straightened but with more difficulty than expected. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. The reload was able to be removed without difficulty. It was reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the device was difficult to straighten. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.